Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. The lot specific to this event is not known; therefore, review of the DHR (device history record) and lot history was not possible. A sample was not returned for investigation. The root cause of the customer's complaint is not known. (B)(4).

Event description:
A nurse reported a case of tass (toxic anterior segment syndrome) following a cataract surgery. The patient's date of surgery was (B)(6) 2012 and the date of clinical symptoms was (B)(6) 2012. The patient presented with ocular pain. A culture of the vitreous was performed and the results were negative. The patient was hospitalized for two days and treated with antibiotics, steroids and intravitreal injections. The surgeon noted on (B)(6) 2012 that the patient suffered from vitritis instead of endophthalmitis.